Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was 10.4 mmol/l. Customer's father also stated that when his son went to sleep with pump alerting replace battery now. Insulin pump will be return for analysis.

Manufacturer narrative:
No unexpected battery power loss anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self-test.